Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site which was treated with a antibiotic (oral and topical). The device was explanted under a general anaesthetic (B)(6) 2019.